Event description:
This is a response to (B)(6) hospital's medwatch report. No report # was provided. Upon evaluation of the incident, (B)(4) determined that the facility did not follow instructions in the owner's manual regarding extreme positioning. The manual states, "the extreme positioning capabilities of the 3600b ultraslide table requires special attention for possible interference points when using multiple function positioning. As with the operation of any surgical table, a certain amount of care should be exercised to position the patient safely." There is also a caution that states, "the combination of minimum elevation (top all the way down), extreme trendelenburg positioning and top slide function may allow the back section to collide with the base or floor." The facility was informed of these statements. The table's release levers were also replaced.